Event description:
It was reported that, "mrh hinge knee. Following trialing, surgeon spent 45 minutes repairing quadracep and patella and closed incision without removing trials. Implants had been on table. When finished closing, rep noticed that not all products had been implanted, but that surgical tech had moved table to unsterile area. Patient was still under anesthesia, present in the or room, and the incision was reopened to remove trials and implant new product.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.